Event description:
He determines his dosage by "listening to the number of clinics the pen generates" [wrong technique in drug usage process]. Took the wrong dosage of insulin [incorrect dose administered] ([blood glucose decreased]). Case description: medical device info: novopen 3 (class iib). This spontaneous case from the united states was reported by a consumer as "to determine his dosage by listening to the number of clicks the pen generates" and "took the wrong dosage of insulin and very low blood sugar", it concerns a (B) (6) male pt who was treated with novopen 3 (insulin delivery device) and novolin 70/30 penfill (dual-acting insulin human) from an unk date and ongoing for insulin-requiring type 2 diabetes mellitus. Pt's height: (B) (6) cm; weight: (B) (6) kg. Medical history included blindness, hypertension and hypercholesterolemia. The pt reported that on (B) (6) 2010 at 9:30 am, he unintentionally administered an incorrect dose of insulin and his blood glucose reading was below 40 mg/dl. He reported that "due to his vision impairment" and because the dosage indicator numbers on his novopen 3 are scratched and faded as the device is several years old, he had been determining his dosage by "listening to the number of clicks the pen generates." He stated he was advised not to use this method to determine his dosage; however, he continued to do so. He stated that he subsequently ate cookies but continued to feel "disoriented and confused" and therefore he went to the hospital and was admitted. The initial blood glucose reading at the hospital was 44 mg/dl. Treatment included intravenous (IV) dextrose and the symptoms resolved. He was discharged home on (B) (6) 2010. On (B) (6) 2010, a visiting nurse reviewed the appropriate insulin administration technique and dosage calculation with him. The pt agreed to no longer "use clicks" to determine his dosage. He requested a replacement device. The pt stated his last hemoglobin a1c level before the event was 10.5% (unable to recall specific date). The pt stated that he did not suspect novolin 70/30 penfill to be related to the event; however he did believe that there was a casual relationship between scratched and faded dosage indicator numbers on his novopen 3 and the event. He stated his doctor did not suspect a casual relationship between novolin 70/30 penfill and the event. He did not know if his doctor suspected a casual relationship between novopen 3 and the event. Analysis result: novopen 3 insulin delivery device: lot no: lsc5932. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. During testing of the device, it has not been possible to detect any irregularities with the function of the pen. Comment: company comment: novopen 3 should provide an effective and safe insulin injection to the pt when used with the correct technique. Any deviations from the instruction manual recommended by novo nordisk may cause the damage of medical device or incorrect dose administration, as a consequence this can result in hyperglycemia or hypoglycemia as well as other injury to the pt.

Manufacturer narrative:
Eval summary: the observed fault on the dose indicator barrel has developed as a result of dirt/wear on the dose indicator barrel during use. The device was found to function normally. (B) (4) product: yes.